Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be discarded by the user facility.

Event description:
It was reported that a device leaked during a procedure. Another device was used to complete the procedure. There was no pt injury. No other info was available. The device was reported to be discarded.